Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, oversensing and inappropriate shocks. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.